Manufacturer narrative:
Upon review of the reaction data, an oxygen depletion in the reaction led to the low value. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with trigl triglycerides on a cobas 8000 c 702 module. The reporter alleged the initial value measured from the sample was missing a data flag. No incorrect results were reported outside of the laboratory. The sample initially resulted with a triglycerides value of 186.5 mg/dl. Since the initial measurement of the sample also had a high lipemia index value of 1238, the reporter alleges the initial triglyceride value of 186.5 mg/dl should have been accompanied by a flag indicating prozone. The sample was diluted 1:8 and repeated, resulting with a raw value of 659.4 mg/dl, which calculates to a final value of 5275 mg/dl. The triglycerides reagent lot number was 41532501, with an expiration date of 31-may-2019.